Event description:
An international distributor reported their customer's AED is flashing red and prompting a "replace battery pack now warning". The customer did not report this occurring during patient use.

Manufacturer narrative:
Review of the log files could not confirm the reported issue. The log files indicate the AED entered service with battery pack sn (B)(6) on (B)(6) 2020. On (B)(6) 2024, replacement battery sn (B)(6) was installed and later ejected on (B)(6) 2025. On (B)(6) 2026, battery sn (B)(6) was reinstalled. Battery sn (B)(6) was not found in the log files. The review identified the AED operated as designed.